Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10422. It was reported the patient's trial leads migrated, as verified via x-ray, resulting in stimulation in the wrong location. The trial leads were explanted and patient will be re-trialed at a later date.